Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to electively explant and replace the patient's ipg; it was found when the physician opened the patient's ipg pocket, it was filled with pus. As such, the ipg was removed. The patient was prescribed oral antibiotics and the patient was referred to an infectious disease physician. No device was implanted.